Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 21 mm trifecta valve was implanted and three years post-implant, the patient presented with sudden valve deterioration. The patient has been referred for a tavi procedure. No patient information is available.